Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their pacemaker implant surgery was a "failure" and that their lung was punctured and deflated during the procedure. The patient also reported feeling pain. Follow up with the patient's implanting and following physician was unsuccessful. The device and leads remain in use. No patient complications have been reported as a result of this event.